Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Evaluation summary:evaluation was performed and the reported condition of failure code 500:320 was confimed. Failure code 500:320:831:0000 was found in the event history but not duplicated. Inspection of the pump revealed failure code 500:320:831:0000 was caused by prolonged key press during off state. This does not require repair. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility reported an infusion pump with a failure code 500:320. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.